Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the limit and control valves were developing water inside, while the device was on a patient. The water was building up enough to have water in the blue and green tubing and was affecting the paw. The customer switched the patient to another ventilator with the same patient circuit and experienced the same issue. There was no patient harm.